Event description:
It was reported that during a prostate procedure, the surgical fiber was observed not to be vaporizing tissue and the output beam kept flashing. The procedure was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap at the fibers beveled edge; the fiber proximal to the fracture was found to rotate independently of the metal cap. Char and detritus were also observed on the cap surface. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam and decreased tissue vaporization, or the system will revert to standby mode. The circumferential fracture issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.